Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer : there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date : unknown. Initial reporter city and state : unknown, reported through (B)(6). Medical device manufacture date : unknown. Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. Unable to perform complaint lot history check owing to an unknown lot number for this event. CAPA/sa - based on the above no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out as the lot number is unknown.

Event description:
It was reported that 1 unspecified bd¿ pen needle was unable to deliver insulin or medication. The following information was provided by the initial reporter : the company representative reported a needle clog with ultrafine pen needles. Date of event : unknown. Samples : availability unknown.